Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, nine months, and thirteen days following the implant of this transcatheter bioprosthetic valve, calcification and stenosis were observed, with a peak gradient of 110 millimeters of mercury (mmhg). It was reported the valve was implanted 12 millimeter (mm) below the annulus. It was noted that a large annulus perimeter, combined with a large left ventricular outflow tract (lvot), likely resulted in the first valve being implanted at a lower depth and causing the gradient. Subsequently, a second transcatheter aortic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device remains implanted and was therefore not returned. Procedural images were submitted for review which shows two valve load inspections. The images showed the initial valve load and implant from 2017 and confirmed the valve was implanted deep and constrained at the waist of the valve frame. This information was not reported from the account via source documents. In 2021, an angiogram was performed and revealed moderate-severe aortic regurgitation. Following the valve-in-valve implant of the second valve, a severely constrained waist was noted on both valves. A post-implant balloon aortic valvuloplasty was performed and final angiogram confirmed a good result. The submitted procedural images did not confirm the calcification, stenosis, and high gradients as mentioned in the event report. Based on the information received and the image review, a root cause of the high gradients, stenosis, and frame under-expansion could not be determined. The user followed the instructions in the device IFU that states: "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing." High gradients and stenosis can be related to valve related (degeneration, thrombus, calcification, pannus overgrowth, etc.) Factors or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc.). The probable cause of the high gradients and stenosis noted in this case could be due to deep implant with a constrained waist. In addition, the reported calcification could potentially impair the mobility of the valve leaflets. The impairment of leaflet mobility may have caused the high gradients and stenosis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.